Event description:
The surgeon reported that during the implant surgery, the pt experienced a gusher. Advanced bionics is in the process of gathering more info; once more info is available, a supplement report will be submitted.